Event description:
During index procedure, the patient had two endeavor sprint drug eluting stents implanted, one in the cx and one in the lmca. Approximately 10 months post the index procedure the patient was hospitalized due to decompensated cardiac insufficiency . Eight days later post index procedure the patient suffered a cerebrovascular accident (cva). The investigator indicated that the event was possibly related to the device. The patients outcome was a disability.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (stroke).

Manufacturer narrative:
Evaluation: inherent risk of procedure (myocardial infarction, death). (B)(4).

Event description:
Approximately 2 years and 6 months post the index procedure the patient was hospitalized due to an mi. The investigator assessed that the mi was not related to the study device. One day later patient death occurred. Death was assessed as a cardiac event, due to cardiogenic shock. Investigator assessed that the death was not related to the study device.

Event description:
Cec adjudicated the previously reported mi as not confirmed.